Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that device was in use for about a week when homecare nurse discovered a split on the eyelet during prep for suctioning. No adverse health outcome resulted from this event.

Manufacturer narrative:
One unit was returned for evaluation. The durometer of the neck flange measurements were checked and found to be within specification. Visual inspection of the device using magnification revealed a small cut on the opposite eyelet of the eyelet that tore. This cut was likely formed when inserting the velcro strap on the posey foam trach tie through the eyelet. The same type of cut likely occurred on the torn eyelet, which propagated into a tear. The instructions for use warn against using tube holders containing velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. Twill tape holders are supplied with the product and what is recommended for use. The fault was confirmed to be related to customer misuse in not following the instructions for use.